Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID and that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.